Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and itchy skin under the therapy electrode pads caused by an allergic reaction. The patient consulted her physician who prescribed an ointment. Follow-up indicated that the irritation was gone with use of the ointment.